Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The pump was replaced with another. The device was returned at livanova (B)(4) facility. Reported error message could not be reproduced during functional tests. However, an intermittent fault cannot be excluded. Visual inspection of the pump revealed blood residues on the housing and is pending verification if some blood has penetrated the pump housing. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a pump runaway fault error message on a s5 mast roller pump during a procedure. The pump stopped 3 times. Reportedly, when the error is cleared the pump starts running again. There was no report of patient injury.

Manufacturer narrative:
H.10: no blood residues had penetrate the pump housing. Based on previous investigation on similar cases, the most likely root cause of the reported failure is an intermittent malfunction of the motor control board.

Event description:
See initial report.